Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated MDR #1225714-2014-00925 and 1225714-2014-00926.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.